Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. The patient reportedly felt diaphragmatic stimulation almost every day and night. When the patient was brought in for a lead revision, it was found out through fluoroscopy that the lead had dislodged. The lead was surgically abandoned and out of service. A new lead was implanted in the patient. No adverse patient effects were reported. Ai from the field representative indicated that the patient felt diaphragmatic stimulation probably within 2 weeks after implant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.